Event description:
It was reported to globus 10/21/2013 that a cervical titanium xpand implant has collapsed, causing the screws in the providence plate to cut through the vertebral body. Revision surgery took place (B)(6) 2013 at the (B)(6). Both the xpand implant, and the providence implant removed.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product has not been returned for evaluation, however a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state an operating procedures. The removed implant has not been returned for evaluation. If and when the implant is returned, we will evaluate and file a supplemental report. We are unable at this time to determine the model # of the removed providence plate. This report is associated with MFR report# 3004142400-2013-00027, as the providence plate was also removed.